Event description:
The customer reported, the battery is not getting charged. There wa no reported pt involvement/adverse pt impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.